Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose (bg) level was 123 mg/dl. Tandem technical support instructed customer to remove the cartridge and apply it back to the pump. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Additionally, the customer experienced a malfunction alarm and the pump screen was not turning on. The customer's bg level was 176 mg/dl. This was an elevated bg for the customer, and was addressed by administering a manual injection. During troubleshooting with tandem technical support the customer was not able to turn the pump screen on. It was indicated that the customer would administer manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction, altitude, and temperature alarms could not be confirmed in the logs due to fluid ingress (cause of the reported issues).